Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00640. It was reported surgical intervention was undertaken to address a lead migration issue ((B)(6)) as stimulation coverage for the patient was inadequate. Upon accessing the lead site, the lead anchor was observed as open. The physician attempted to close the device but was unsuccessful. The lead anchor was replaced, and effective stimulation was captured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.